Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had a blood glucose excursion and symptoms of vomiting and nausea. The patient felt that the animas pump should have given an occlusion alarm when there was blood present in her cannula at the time of concern. Reportedly, the patient had elevated blood glucose on thursday which did not respond to insulin pump therapy for 24 hours. She was able to administered insulin via syringe to bring her blood glucose down within target. There was no hcp medical intervention required. At the time of the call to animas, the patient continued to manage her diabetes with the insulin pump. During troubleshooting, she noted that there was blood in the cannula when she changed the site. There was no evidence that the animas pump malfunctioned since the insulin was going through and there was not enough pressure/occlusion within the pump to emit an alarm. There was no product misuse. This complaint is being reported because the patient had unexplained elevated blood glucose and symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.